Event description:
A surgeon reported a pt who is dissatisfied with her vision following bilateral intraocular lens (iol) implant surgery. He stated the pt has blurry distance and near vision with glare in both eyes. He also reported there is a slight refractive error, but the pt is not happy with her vision when she wears lenses. He stated a yag capsulotomy has been performed and punctal plugs have been placed. Add'l info was rec'd from the surgeon, who reported trace posterior capsule opacification. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2011 and (B)(4) 2012 by fax, phone and mail. A completed questionnaire was rec'd on (B)(4) 2012. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).